Event description:
It was reported there was an error message displayed while the programmer was being used. It was also reported the programmer is "crashing" "blue screen." The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm or reproduce blue screen, however, a system error was found in the programmer error log. Analysis also found the display drops; lower hinges found out of mechanical specification. (B)(4).